Event description:
It was reported that on (B)(6) 2025 system controllers were exchanged.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Sections d4 and h4: device information corrected manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was initially added to this investigation to address the provided information that "system controllers were exchanged". It was later clarified that only heartmate 3 system controller (B)(6) was exchanged. Log files pertaining to (B)(6) were submitted for review. The system controller performed as intended throughout the data, and the pump maintained speed within the expected range. The reported event could not be correlated to an issue with this system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025 only 1 system controller was exchanged. That exchange is covered under manufacturer report number 2916596-2025-04396.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.